Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented auto-feed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage. In addition, the customer could provide photos of the setup, which were visually inspected. Results: the chamber dome was found deformed and slightly opaque. A port of the chamber dome was pulled out of the dome. Visual inspection of the provided photos revealed that the customer had bypassed the chamber when nebulizing drugs. Blue caps were put on the chamber ports when the chamber was bypassed. Conclusion: the customer bypassed the humidification chamber when applying a nebulizing drug - while the chamber remained on the operating and heating heaterbase without flow, the dome most likely softened due to the heat and as soon as the flow was reconnected, the softened dome might have deformed. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for eight days before the incident was observed, which indicates that the subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented auto-feed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Maximum operating pressure: 8 kpa". The user instruction that accompany the f&p mr290v vented auto-feed humidification chamber shows in pictorial form the correct setup of the mr290 chamber with a water bag and the inspiratory and expiratory circuit.

Event description:
A healthcare facility in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that water leaked from the chamber base of an mr290v vented autofeed humidification chamber after 4 days of use. It was further reported that the chamber dome was found deformed. Additional information was provided by the customer that the customer had bypassed the chamber when nebulizing drugs - the chamber remained on the operating and heating heaterbase without flow for a specific periode of time while administrating the nebulizer. There was no patient consequence.